Event description:
Customer's mother reported her daughter was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer's blood glucose was 501 mg/dl. Customer stated the doctor thinks the high blood glucose was caused by the insulin pump. Customer stated when the reservoir was removed there were air bubbles. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Customer called back stated that daughter's blood glucose was 355 mg/dl. Customer stated wanted insulin pump replacement. No further information provided.

Manufacturer narrative:
Findings: currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.